Event description:
Customer reported via phone, he was hospitalized due to high blood glucose over 400 mg/dl. Customer was advised by a hospital to get the device replaced, since it has been alarming no delivery. Customer treated high blood glucose with manual injections. Customer's blood glucose was 513 mg/dl at the time of admission. Customer's symptoms were vomiting and diarrhea for extended period of eight hours. Customer was treated at the hospital with fluids and insulin. Customer was advised to revert to back up plan and call back when the device alarmed no delivery to perform troubleshooting. Customer was still at the hospital at the time of the call and removed the device. The insulin pump is being returned for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.